Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with blood glucose level was above 800 mg/dl. Customer experienced symptoms such as abdominal pains and breath heavy, short of breath. Customer stated the other blood glucose value was 358 mg/dl, over 600 mg/dl, 351 mg/dl, 358 mg/dl. The customer was treated with intravenous insulin. The insulin pump will not be returned for analysis.